Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: crease/folding of implant: observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "intense pain", "some folding" and "grade iii-IV capsular contracture." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.